Event description:
A home patient (hp) contacted global technical services regarding a check supply line alarm that occurred on the homechoice (hc) unit during fill 1. The hp stated she respiked the supply bag to the heater line. The technical service representative (tsr) explained the hp should not respike solution bags. The tsr then assisted the hp to end the therapy. The hp confirmed to follow up with manual supplies. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.